Event description:
Device malfunction: unable to retrieve epd with recovery catheter. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, during attempted recovery of the emboshield embolic protection device (epd), the physician was unable to advance the recovery catheter to retrieve the filter. The barewire remained in place and the slip catheter was used to retrieve the epd successfully. Although requested, there is no add'l info available.

Manufacturer narrative:
Study event. The customer reported that the device was discarded. The lot number was provided. Review of the lot history record is forthcoming. A f/u will be submitted with any relevant info.